Event description:
It was reported that the device exhibited backup vvi operation. No symptoms were reported. No intervention was performed to resolve the backup. The device was explanted and upgraded to biventricular ICD due to complete atrio ventricular block on (B)(6) 2017. The patient was in a stable condition.